Event description:
Complainant alleges that he fell asleep while laying on a heating pad and woke up to find burns to his buttock. He was diagnosed with a full thickness burn and underwent numerous debridements, skin grafts and hospitalizations.